Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image found that the distal tip of the anchor had fractured off to the side. A visual inspection revealed that the anchor had not been deployed from the device. It had fractured at the eyelet, and was significantly bent. Upon removal of the anchor the inserter was found to be bent as well. The torque limiter had been fully advanced, and there was significant debris. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the polymer found that the storage protocols, material specifications, and material tests were appropriately documented. A material certificate of analysis was required for the raw material. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, excessive force, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during shoulder rotator cuff repair surgery, the footprint ultra pk suture anchor 4.5 broke inside the patient, the pieces were removed with tweezers. The procedure was completed using a back-up device (used on the same drilled hole) with no significant delay. No patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.